Event description:
The hcp reported the pt had been experiencing increased spasticity of the upper extremities. The pt was receiving lioresal 2000 mcg/ml at a daily dose of 1100 mcg/day. The catheter was explanted and replaced. The pt outcome was reported as has experienced some improvement in his symptoms.

Manufacturer narrative:
.